Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and genital haemorrhage ('general abdominal bleeding') in a 25-year-old female patient who had essure (batch no. D14825-valid,cs0c0hv-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2015 to (B)(6) 2016 for contraception. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia(painful sexual intercourse)"), 1 year 6 months after insertion of essure. In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage and nausea outcome was unknown and the pelvic pain, female sexual dysfunction, dyspareunia, vaginal discharge and fatigue had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion date (B)(6) 2015 (discrepancy noted). She received treatments for events back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Unsuccessful placement of the 1efl essure coil on previous attempt in the office, the right essure coil was placed successfully. Due to discomfort and anatomic angle as well as diameter of the opening, did not tolerate left side placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain and abnormal bleeding. This number lot cs0c0hv is not valid. Lot number: d14825 manufacturing date: 2014-10-01, expiration date: 2017-10-28. This expiration date is the correct. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and genital haemorrhage ('general abdominal bleeding') in a 25-year-old female patient who had essure (batch no. D14825,cs0c0hv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2015 to (B)(6) 2016 for contraception. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and pelvic pain ("pelvic pain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia(painful sexual intercourse)"), 1 year 6 months after insertion of essure. In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage and nausea outcome was unknown and the female sexual dysfunction, dyspareunia, vaginal discharge, fatigue and pelvic pain had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion date (B)(6) 2015 (discrepancy noted). She received treatments for events back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Unsuccessful placement of the 1efl essure coil on previous attempt in the office, the right essure coil was placed successfully. Due to discomfort and anatomic angle as well as diameter of the opening, did not tolerate left side placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain and abnormal bleeding. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs and mr received- new events abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), nausea, dyspareunia(painful sexual intercourse), vaginal discharge and fatigue were added. Reporter and patient demography was added. Medical history and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and genital haemorrhage ('general abdominal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered back pain, dysmenorrhoea, genital haemorrhage and menorrhagia to be related to essure. The reporter commented: insertion date (B)(6) 2015 (discrepancy noted). She received treatments for events back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. On (B)(6) 2018, she explanted essure. Injury events was updated to back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.